Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd intima ii¿ IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: at 7:00 a.m. On (B)(6) 2019, for the operation patients, after the successful puncture of the indwelling needle, the blood seeped at connection site of the heparin cap (prn). After treatment, the blood still seeped. So the indwelling needle had to be taken out immediately, replaced the indwelling needle and then re-selected the site for puncture.

Event description:
It has been reported that one bd intima ii¿ IV catheter has been found experiencing leakage during use. The following has been provided by the initial reporter: at 7:00 a.m. On (B)(6) 2019, for the operation patients, after the successful puncture of the indwelling needle, the blood seeped at connection site of the heparin cap (prn). After treatment, the blood still seeped. So the indwelling needle had to be taken out immediately, replaced the indwelling needle and then re-selected the site for puncture.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 8325583. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing. 5 retained samples were leak tested and passed specification. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.